Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, the orion was inserted with sl, and mapping was performed. The sl and faradrive were replaced, the farawave was inserted, and pulse treatment was performed. After performing thirty-two applications on four pulmonary veins, the farawave was removed, and orion was inserted. A gap was observed on the post map, so the orion was removed again, and aspiration was performed. At this point the air was drawn, so the sheath was replaced. The procedure was completed with no patient complications. The device is not expected to be returned as it was disposed.